Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of high blood glucose readings. The customer's blood glucose reading was 450 mg/dl. The customer treated with insulin pen. The customer reported no delivery alarm. The customer stated that event was resolved by complete set change. The customer reported infusion set cannula to appear bent. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.